Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter after a comprehensive orthodontic exam it is the dentist recommendation that the patient discontinue treatment with byte due to continued presence of malocclusion and the need for ongoing, doctor supervised orthodontic care. The patient presents with: 4mm overjet and 30% overbite, moderate lower arch crowding and mild upper crowding, right shifted upper midline and residual bite discrepancies requiring correction. This is contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.